Manufacturer narrative:
The following devices were also listed in this report: ti sleeve for alumina head; cat# 17-0000e; lot# mnl0d0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. A review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Not available.

Event description:
Some infectious diseases occur in about 3 days after surgery in patients who have performed tha procedures since about (B)(6) 2015.